Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the patient had four xience v stents implanted in 2009. The stents that were implanted were: a xience v 3.0 x 15 and 2.5 x 15 mm in the mid lad, a xience v 3.0 x 12 mm in the first diagonal, a 2.5 x 15 mm in the distal circumflex, and a 2.5 x 15 mm in the first obtuse marginal. At about approimately, the patient had an angiographic complications and a proximal dissection was noted in the first obtuse marginal. Percutaneous coronary intervention was performed and the dissection resolved. No additional event or patient information is available.